Event description:
It has been reported to novartis nutrition that a peg tube was found to be leaking at the exit site of the pt. User attempted to remove the peg externally before confirming that the peg was an externally removable peg. When the tube was pulled out, the internal bolster remained in the pt. Bolster passed the next day.